Event description:
It was reported that both monitors would not come out of sleep mode. This could cause the system to become unusable due to the inability to display a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repairing the system. Both monitors were evaluated and replaced. The system operates as intended and was returned to service.